Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the cheek with 1cc of juvéderm voluma® xc and 1cc of juvéderm volbella® xc near the tear trough. Patient experienced a vascular occlusion on the left cheek. Patient was treated for symptoms 2 days later. Symptoms have resolved. This relates to juvéderm voluma® xc.